Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Event date year valid. Explant date year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately seven years post implant of this aortic bioprosthetic valve, it was explanted and replaced with a non-medtronic valve the reason for valve replacement was not reported. No additional adverse patient effects were reported.